Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that she recently began using the "scroll" standard bolus function on her infusion device. She noted that, on "several" occasions, she did not press the "check" button after setting the bolus amount as described in product labeling, thus no bolus was delivered. She stated that her blood glucose was affected on "several" occasions as a result of the boluses not being delivered. She described one occasion in 2007, when her blood glucose value elevated to 459 mg/dl, late in the evening. She did not report her normal blood glucose range. She reported being thirsty as her symptom her elevated blood glucose. She bolused 6 units of insulin in order to decrease her blood glucose level. Her blood glucose returned to normal range on the following morning. Three days later, the day of the report, she stated that she again forgot to press the "check" button in order to execute delivery of a bolus of insulin. She stated that her blood glucose was not affected on that occasion. She was advised regarding the steps to deliver a "scroll" standard versus a "quick" standard bolus. She noted that she would verify bolus delivery on the display and subsequently verify delivery bt reviewing the bolus history stored in the infusion device to ensure that she remembered to complete the steps described in product labeling by pressing the "check" button. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.